Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two devices were interrogated prior to implant and showed the gray bar. Both devices were re-interrogated five days later and the gray bar remained. The devices were not implanted. There was no patient involvement.